Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. The distal low voltage electrode of the lead was covered in body ti ssue/fibrotic growth. The analyst noted that this is not a lead failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.